Event description:
Incorrect cadd legacy pump imitated. Programmed to deliver med over 1 hour instead of 24 hours. Pump was confused with another type of pump with almost identical design. Submitting for poor design causing risk for harm to patients.